Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's lead had migrated, which was confirmed via x-ray. As a result, the patient was experiencing uncomfortable stimulation. Surgical intervention took place where the lead was explanted to address the issue. The ipg was also electively replaced, and the physician elected to implant a second lead to give the patient more opportunities for good coverage. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.